Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that an inspection of the cs100 intra-aortic balloon pump (iabp) was performed to check for a helium leak in the circuit. No harm reported.

Manufacturer narrative:
Updated field: b4, g1,g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) states, inspection for helium leak on the circuit. Further information at the time of opening the call. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g6, h2, h6, h11. Corrected fields: h6(type of investigation).

Event description:
N/a.